Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information received per phone conversation with the implanting physician. The patient had a "very small" paravalvular leak post tavr procedure. The procedure went well and it was though that the patient would be fine. However, the pvl got progressively worse over the past year. There was discussion about plugging the pvl, but decided it was too large. The patient developed symptoms of chf and dilated ventricle so the valve was explanted and a surgical valve was implanted. The patient is currently doing great. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause for the worsening pvl could not be confirmed, but may be related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI number: (B)(4). The investigation in ongoing.

Event description:
As reported by implant patient registry, approximately 1 year and 3 months post implant of a 23mm sapien 3 valve in the native aortic position, the valve was explanted and a surgical valve was implanted. Per the vcc, the valve was explanted because the patient developed severe paravalvular leak and had lots of calcium preventing a repeat tavr. The patient had mild pvl after the initial valve implant.